Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required prolonged hospitalization. After the procedure, low blood pressure was detected and pericardial effusion was reported. However, no "punction" was needed. The patient had to go to the intensive care unit for further observation. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion (occurred after the ablation phase). There was no evidence of steam pop.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial flutter left (l-afl) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required prolonged hospitalization. After the procedure, low blood pressure was detected, and pericardial effusion was reported. However, no "punction" was needed. The patient had to go to the intensive care unit for further observation. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion (occurred after the ablation phase). There was no evidence of steam pop. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31290880l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).